Event description:
It was reported that the patient¿s one of the lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the procedure, the physician displaced the other lead. In turn, the other lead was also explanted and replaced. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The leads were discarded.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.